Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the down arrow keypad button was intermittently responsive. Contamination was found under the contrast and down arrow key contacts. Investigation also revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was intermittently responsive. Contamination was found under the contrast and down arrow key contacts. Investigation also revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.